Event description:
During the implant procedure, while tunneling using the inspire tunneler, the external jugular was inadvertently nicked, resulting in bleeding. Surgeon identified the source, used suction, and applied pressure to achieve hemostasis. This resolved the issue.